Event description:
PICC line cracked and pulled apart into 2 pieces. The PICC line remained in the patient's leg and had to be removed by the nnp in house. The patient is safe and being closely monitored.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line cracked and pulled apart into 2 pieces. The PICC line remained in the patient's leg and had to be removed by the nnp in house.the patient is safe and being closely monitored.

Manufacturer narrative:
We received one used catheter for analysis. The catheter tube snapped between the bold end marking and the wing approx. 1 cm distal to the wing. A lot of small colored particles and textile fibres were visible on the catheter tube, most likely residue from the applied wound patch. Microscopic examination revealed a straight and smooth proximal fracture surface. The distal fracture surface showed the same characteristics but was also slightly squeezed. This type of damage indicates a cut caused by a sharp instrument, such as a scalpel. In general, there are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. In addition, a manufacturing fault can be excluded since the catheter remained intact for 12 days, as stated by the customer. A review of the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter undergoes flow and leak testing, and the tensile force and dimensions of the catheter and set components are randomly checked during production. A 2-year review of vygon USA's complaint data shows that two complaints were reported for product code 1252.232m between march 1, 2023, and march 31, 2025, both of which were linked to this facility. Corrective action: based on the investigation, the damage appears to be the result of a cut caused by a sharp instrument, such as a scalpel. Additionally, since the catheter functioned properly for 12 days before it cracked and separated, we do not believe the defect is manufacturing related. As a result, no further corrective action has been initiated by quality management at this time.